Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the cysto-nephro videoscope exhibited folds on the sheath at the distal end. There were no reports of patient harm or impact associated with this event.